Event description:
A customer reported receiving imprecise readings on her freestyle freedom blood glucose meter. The customer reported obtaining the readings of 475 mg/dl and 128 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned a meter. The complaint is under investigation, and a follow-up report will be filed once the investigation is complete.